Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There were setscrew marks on the terminal in the correct location. The helix was retracted without any damages. Likewise, there were no irregularities observed on the lead tip. Dried blood was noted in the base around the helix. The lead passed electrical testing; however, there was a cut in the insulation at 31.5 centimeters (cm) from the terminal pin, most likely at explant, which caused the lead to fail during pressure testing. Product analysis was unable to confirm the allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information was received indicating that the observation was suspected to be due to microdislodgement. No additional adverse patient effects were reported. The lead was explanted.